Event description:
Pt with previous arterial procedure after which a starclose device was deployed to close the femoral artery access site. Pt underwent an additional procedure 11 days later. Access was gained to femoral artery through the closure device. Operator unable to remove sheath at conclusion of procedure. Took pt to or for surgical removal of sheath.